Manufacturer narrative:
Additional information: e1 event site (state: 17 & postal code:(B)(6)). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "noise on ECG waveform". It was being stated that while using the cardiosave the ECG input from the external input from which the no noise is being entered into the ECG waveform of the biological information monitor but the noise had entered into the cardiosave and ECG waveforms, making it impossible to trigger the ECG. The noise persists even after replacing all connection cables. But after replacing it with a different cardiosave, the noise is no longer occurred. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit regarding the "noise occurred in the external input ECG".than the fse had further carried out the testing of a unit but the result was not reproducible. After the regular calibration it had been returned to the hospital. There was no involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the 2nd day of use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a noise to the electrocardiogram waveform.  When ECG is input to cardiosave using external input, the ECG waveform of the biological information monitor is displayed.  After replacing with a different serial cardiosave, the noise no longer occurred. There was no health hazard.